Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set site issue on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 29 mmol/l and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. The trace ketones were present with value 5mmol. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted part description under d2a, model number, serial number, primary unique device identifier (UDI) number, under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007758 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007758 was manufactured according to version 115 manufactured in the line inset 7, on 30/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13-may-2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to self manage (elevated blood glucose level and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, small to moderate ketones, confusion, patient describing feeling sick) and lot 6007758 with no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.